Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that since last week has been experiencing pain in the back of her calves and calf area. Patient said that she spoke with the local medtronic representative, on (B)(6) and was told to turn off the device to determined if related to stimulation. Patient said that with stimulation off, the pain is still there, just not as strong as it was before. When asked, patient said doesn't have a managing physician for the current implant. As received implant in new york and now in georgia. Patient asked for physician listings. Email was sent to patient. The patient was redirected to their healthcare provider to further address the issue. Physician listings were re-sent to the patient. Additional information was received from the patient. Patient called back and reiterated previously reported information : that they were having a lot of problems with pain in the back of their leg: that the therapy was off from (B)(6) 2024 because of it and the pain went away during that time but then they turned it back on and then on the (B)(6), the pain started coming back. Patient stated they talked to the physician's assistant (pa) at their health care provider (hcp) office and the patient stated the pa had them decrease the stimulation from 2.0 ma on program d to1.7 ma. The patient stated they did that but the pain would come back they noticed at 2-3 in the morning so they called the pa back, and the pa told the patient to decrease to 1.4 ma and they still had slight pain so they just turned it off. Patient stated they waited a couple of days and then turned it back on and it was now on 2.0 on program b or d (patient services was unable to clarify this program number because the patient's phone connection was spotty and then patient services could no longer hear the patient so patient services attempted to call the patient back 2 separate times and the patient didn't answer. The patient also stated they noticed their legs were getting smaller and they wanted to know if that was something the device/therapy could have caused. Given the patient's phone started malfunctioning on the call and patient services had to try to hang up and try to call the patient back 2 times and the patient didn't answer, patient services also could not further clarify this comment. Documented reported event. No further action was taken by patient services. Patient called back and repeated information regarding pain in the back of their legs and stated their calves seem to be getting smaller. Also reviewed handset settings information and ID card. Patient inquired if they should keep ins on or off. Agent reviewed therapy options and redirected patient to continue working with hcp regarding pain. Patient was warm transferred to prs to discuss ID card pt said they were calling back because they missed a call from medtronic. Agent offered to assist and pt repeated information already documented in this case regarding calf pain and working with the medtronic rep, adding: after speaking with the doctor at their appointment on (B)(6) therapy was turned back on but by (B)(6) the pain was back so they spoke with the nurse at the doctor's office who recommended they turn it down then they just turned it off. Pt said they were getting a call and chose to end the call. Additional information was received from the patient. They reported that the patient called in because they turned the therapy off but the handset battery was still draining rapidly. Reviewed external device general use. Patient said the ins is turned off because they have been having problems with the device. Patient said they had a lot of discomfort in their legs. Patient said they had pressure in both calves. Patient said they have has this problem before and the device was off from (B)(6) 2024. Patient said they were working w/ and communicating a lot w/ a mdt rep named (B)(6), patient did not know the rep's last name. Additional information was received from the patient. It was reported that the patient went on to report ongoing bilateral calf pain and legs getting smaller. They said the pain would decrease then increase. Agent suggested patient turn therapy off and patient said they had previously done that but couldn't remember if therapy was still off. Patient also said they felt as if the therapy were still on and have felt that way since therapy was turned off. Patient connected to ins on the call and confirmed therapy was off. Patient then said they were told by their managing healthcare provider(hcp) to keep the therapy turned off.

Event description:
Additional information was received from the patient. The patient called back and stated that they are still not receiving stimulation in their bicycle seat area. The patient stated that they visited their hcp and had adjustments made, but they have not given them adequate symptom relief. The patient stated that they will call back at a better time to make stimulation adjustments. I just recently called the doctor's office regarding the pain; the pain returned on (B)(6) 2025. They the pain was worst on (B)(6) 2025. I have also experienced what I will describe as a feeling like the sides of my lower legs were on fire. Pain was from the edge of my knee down to my ankles. Sometimes the pain be in my feet. The pain is in both legs and both feet. Now, as I am sending this email, I continue to have some discomfort in my calves. Also noticed this time pain starts around 11 pm. When I first started having this discomfort in (B)(6) 2024, pain would start around 1 am the device was off until I had a recent office visit with the doctor (B)(6). Eventually pain stopped because I was told to turn off the device until my next visit on (B)(6) 2024. The doctor had ordered x-rays of both sides of hips before the visit. The reason was to see if the device was out of place. Also, to view the hip replacement on my right side. She didn't make any adjustments on the phone at that time. While in the office I did feel some stimulation in the bicycle area but later I didn't feel any. I decided to look at the phone and noticed the charge percentage was very low. Believe it was 7%. Before the visit, the charge was 97%. I charged both devices. I called the office and was told to turn it off again, but discomfort in calves and legs started again. The device was off until I was seen by the doctor on (B)(6) 2025. During that office visit I wasn't getting any stimulation in the bicycle area but have continued to feel discomfort in the legs. She stated the device was off that is why I didn't feel any stimulation in that area. I said yes, but why do I feel pain in my legs? I asked her if she see anything on the x-rays that could be the reason causing that. She said no. If it was the device, it would not be in both legs. She had suggested I should have my legs checked. She then asked for the phone to check to make sure the device was off. It was... It showed 2.0 program d. She said to leave it there. She then decided to decrease to 1.9 and remain on program d. She asked me if I feel any stimulation in the bicycle area. I say only on the inside, on the side of the vulva on the left side. She said that was alright. After that visit on the (B)(6), I stopped feeling that stimulation but continued to feel slight discomfort in the back of my calves. I decided to check the device and noticed it was on 2.0 program d. My legs are also smaller. I continue to have a high colon. Bm's aren't so great. I have been scheduled for a colonoscopy by the pcp I am seeing at the hospital. I did call the doctor's office on tuesday, (B)(6) 2025, regarding the continued slight discomfort in the back of my calves. I have not heard from the doctor at this time. What caused the nerve damage was never told to me, but after my hip surgery, while I was in the hospital, a doctor came in one morning, removed my stitches, and raised and pushed my leg back. I told my physical therapist. Shortly after I was discharged from the hospital, I began having pain in my left knee. Went to an orthopedic doctor. He didn't see anything on the x-rays, so he ordered an MRI of my left knee, and that is how it was found out I had sacral nerve damage. I was already seeing the proctologist for constipation, who is dr. (B)(6) colon and rectal doctor. She also did the first medtronic device and the axonic device. She also did an endoscopy on me and shortly after that I noticed it felt like they was disconnected inside below my navel. It feels like there is an opening there. I believe the damage is from my knee bending or being pushed backwards or from the endoscopy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they want to turn off stimulations. Agent reviewed and guide patient how to turn off stimulation. Agent informed patient to monitor the symptoms after turning it off and give the information to their hcp for professional diagnosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2xfcy: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient wanted to add additional information that they noticed sunday night that they started having pain in the back of their calves in their legs. Patient stated it wasn't to the point to where they would call the dr and stated it has lightened up quite a bit. Patient stated they are still having bowel movements after their partial colonoscopy and they were told they should have a bowel movement in 3 days (which they did). Patient stated they had bowel movements 3 days in a row and the first one they had was a lot and the other two were not much. Patient stated they wanted the x-rays done to see what was causing the pain on the back of their legs. Patient stated their dr did not mentioned any results or findings (if any) from the x-rays. Patient stated they will call back after their appointment on august 10th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that the device was not working since they had it, and they were not getting the full benefit of the device. Patient stated that they saw their hcp on (B)(6) and made an adjustment. Patient also stated that prior to that, the device has been off. Patient mentioned they were having bowel movements and discomfort with their back, and they were feeling more stimulation on their leg and feet. Patient mentioned that they were having so much pain on their leg. Patient mentioned that they were feeling the uncomfortable stimulation on their leg even the therapy was off. Patient noted that their leg was fine before having the device, and now their legs were getting smaller. Patient was insistent that the device was causing the problem with their legs. Agent walked the patient through connecting to the implant and reviewed changing programs. Patient was able to connect and change to another program. Patient was able to adjust the stimulation to a comfortable level on the bike seat area. Agent instructed the patient to monitor the issue and redirected to the hcp to further address the issue. Patient also noted that they will be looking for new hcp and will have an appointment with. (B)(6) 2025 additional information was received from the patient. When asked to clarify the statement regarding the device not working, they reported that shortly after receiving the implant, patient stopped feeling the stimulation sensation and clarified that they had not experienced 50% or greater improvement in symptom control. Patient confirmed that stimulation was on however they didn't feel stimulation sensation in the bicycle seat area and constipation symptoms had not improved, and were still the same. Patient said they didn't have bowel movements, not very often and when they do, it was a lot. This was not due to normal battery depletion. The cause of the device not working was not yet determined. When asked, patient said they received the implant for treatment of chronic constipation. Patient also mentioned that the first two weeks after the implant worked fine however stated to feel pain in the back of their legs so spoke to the manufacturer representative (rep) and was told to turn stimulation off. The cause of the stimulation in the legs/feet was not determined. Patient said that they saw follow up physician on (B)(6) 2024 and patient discussed their concern regarding uncomfortable stimulation in legs and feet and was told to turn stimulation off. Patient said that follow up physician did order imaging because of concern about uncomfortable stimulation in legs and feet and concern that the device might have come out of place, however said that the results were never reviewed with the patient. Patient also reported had hip replacement on the same side. Patient said that when saw follow up physician on (B)(6) 2025, they reviewed their situation and stimulation was turned on and follow up physician reprogrammed implant. During call on (B)(6) 2025 stimulation was decreased. Today, patient confirmed that pain and cramping in legs and feet had decreased significantly and they didn't feel it very often, every now and then but very little. When asked, patient confirmed that they hadn't had any falls since received the implant. Patient said that they thought they had lost muscle in their legs and the back of their toenails were pulling up away from the nailbed. Patient said on (B)(6) 2025 saw a gastro specialist, after their primary care physician prescribed a colonoscopy. Patient told the gastro specialist that the therapy had helped some, but not very much. Patient went through the prep work however said that they started the colonoscopy however weren't able to complete as the colon wasn't completely emptied, was full of feces. Patient said that when saw gastro specialist images were taken and patient was told that the lead was in the spine. Patient said that they hadn't followed up with managing physician however said that they were in the same hospital system so the managing physician should have access to imaging results. Patient has a follow up appointment for a consult on (B)(6) 2025 to see the gastro specialist and believed they may want patient to try to have another colonoscopy. Patient also said they were planning to see another physician for a second opinion on (B)(6) 2025 and will bring all the imaging and may switch physicians. Patient said that based on the consult with the gastro specialist and other physician on (B)(6) will determine next steps regrading implant.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2xfcy product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.